Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and could not duplicate the reported problem. A full imaging system check-out was completed and all tests passed. The system was operational. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a case, the imaging system gantry door would not open. The unit was stuck in standby mode. The door was successfully opened with the manual procedure. There was no reported delay to the procedure due to this issue and no impact on patient outcome. No additional information provided.